Event description:
It was reported that the patient's right ventricular lead exhibited high pacing impedance, capture threshold and r-wave amplitude. The lead was explanted and replaced. The patient was in stable condition.